Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt has used the system, but was experiencing headaches with the use of the stimulation. The pt was implanted for neck pain and discontinued and had stopped using the stimulation due to the issue. The sjm rep met with the pt for reprogramming, but was unable to capture full stimulation coverage. The pt was to schedule an appointment with the physician regarding the issues at a future date.